Manufacturer narrative:
No patient involved with the reported event. The computer and cd drive were returned for evaluation. Investigation found that both devices malfunctioned and directly caused the reported event. The computer had a corrupt operating system, and the cd drive would not read a known functional disk. The computer and cd drive were replaced per RMA. The system was tested and found to be fully functional after replacement of parts were installed.

Event description:
A medtronic representative called after adding an instrument to the system, and deleting patients, and then the system locked up. They could not power down so she did a hard shutdown. The message 'forced shutdown, unmount the file system and rectify the problem' appeared. She power cycled 6 times with the same result. There was no patient present.